Manufacturer narrative:
Additional info: additional received, it was reported there was no more details regarding the damage/issue. It was noted there was probably error in loading lens into cartridge. It was confirmed there was no patient injury, complications, or medical treatment outside of standard of care. No further information was received. The following sections has been updated accordingly: section h6: device code: 2524 device advancement issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: reporter telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was implanted in patient's operative eye, but was removed due to a damaged haptic. Patient tolerated well. A back up lens was opened and implanted. No further information was received.